Manufacturer narrative:
(B)(4). Batch # r5ay1t. Additional information was requested, and the following was obtained: to clarify "at the time of stapling the equipment began to staple but locked", did the device lock-out (no staples deployed, and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? The lot/batch # provided, r40m20, was reviewed to verify the product code tr45w. Upon review, it was determined that the product code does not correlate to the batch/lot. What is the correct lot or batch number? Response: the correct lot - r40m2c. Device analysis: the analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an appendectomy, during the patient's surgery, at the time of stapling the stapler closed normally, the suggested time was waited, but at the time of stapling the equipment began to staple but locked. No harm to the patient was reported. To continue the procedure another similar product was used.